Event description:
During an lar procedure the force to fire was more than usual. The staples were malformed at first firing, open shape. The case was completed by additiona suture. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.